Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that this mitral annuloplasty band was implanted and explanted on the same day for unknown reasons. No additional adverse patient effects were reported.